Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. The suture broke near the swage part during interrupted suturing. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: one empty labeled winding former, a detached needle and a suture piece of product code vcp602 were returned for analysis. During visual inspection of the sample, marks that appears to be by use of surgical instrument on the edge of the needle and suture remnant inside hole were noted. The suture piece was examined body fluids were found and the ends of the suture were cut. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records could not be reviewed as the batch number is unknown. According to condition of the opened sample, the assignable cause of breakage suture suggests an improper handling.